Event description:
A malfunction was reported by the distributor, indicating that the customer received an error labeled as 16-0x20e6. There was no reported impact to the customer¿s blood glucose level as the distributor did not provide a blood glucose value. The pump was set to be returned by the customer, and a replacement pump was arranged to be sent to them.